Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a low battery reset of an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider march 22, 2017. In regards to troubleshooting performed related to the low battery reset and withdrawal, the patient presented to the emergency department with the pump alarming (B)(6) 2017. In regards to actions/interventions taken to resolve the low battery reset and withdrawal, an emergent surgery was performed on (B)(6) 2017 to replace the device. It was reported the low battery reset and withdrawal symptoms resolved. Print-outs were not available. The patient's weight was (B)(6) lbs at the time of the event. (Of note, it was previously indicated the pump was replaced at 1 am on monday, (B)(6) 2017).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturer representative regarding a patient receiving 2000 mcg/ml of gablofen at a flex rate dose of 1051 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported a critical pump alarm was heard and confirmed by telemetry. The healthcare provider checked the pump logs while troubleshooting with technical services. A low battery reset and safe state had occurred. It was indicated the low battery reset and safe state had occurred on (B)(6) 2017 at 0710. Technical services reviewed that programming the pump out of the pump¿s state would not guarantee that the device would not go back to the same current state of premature low battery, reset, and safe state. It was indicated the patient was being managed for withdrawal symptoms. Pump replacement and management with oral medication was discussed. The healthcare provider reported the managing physician was contacted regarding the issue and recommended contacting the manufacturer. Additional information was received from the manufacturer representative on (B)(6) 2017. The pump was replaced around 1 am monday (B)(6) 2017, and the representative planned to return the explanted pump for analysis. The device was returned to the manufacturer on (B)(6) 2017.